Event description:
It was reported that during a da vinci-assisted surgical procedure, the trocar part broke after assembling the seal. The trocar was removed and replaced with a backup. Following this, the customer continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred while assembling the single site seal onto the cannula. The cannula was completely detached. No fragment fell into the patient. The cannula was not used on the patient. The cannula was inspected before use, and no issues were detected. The customer confirmed that the cannula did not collide with any other hard material while assembling.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred while assembling the single site seal onto the cannula. The cannula was completely detached. No fragment fell into the patient. The cannula was not used on the patient. The cannula was inspected before use, and no issues were detected. The customer confirmed that the cannula did not collide with any other hard material while assembling.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved cannula accessory was analyzed and found to be broken. The cannula was inspected, and it was found that the cannula's trocar was completely separated from the shaft. These components are manufactured together and should not be able to move independently or separate from one another. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.